Event description:
It was reported that the insulin pump experienced physical damage. The location of the damage was the reservoir compartment which a piece missing. The blood glucose was 126 mg/dl. It was also stated that the belt-clip was broken. No significant events prior to the physical damage. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: there was a broken reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube, missing end cap sticker, broken belt clip slot and cracked case near display window corners noted during visual inspection. The insulin pump was not received with original belt clip. Missing reservoir tube lip o-ring noted.